Event description:
A significant amount of air is exhausting from the two sterrad nx100 low temperature sterilizers in the (B)(6) sterile processing department. The air blows out of the top of the sterrad unit with enough force to move papers at a distance of greater than 10 feet away. The exhausted air creates excessive air movement in the instrument assembly/packaging and sterile storage areas.